Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the cause of the motor stall was unknown. It was reported that the pump was explanted. The patient's weight at the time of the event was reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare provider (hcp) regarding a patient receiving fentanyl at an unknown dose and concentration via an implantable infusion pump. The indication for use was spinal pain. It was reported that the pain pump was not working. No symptoms were reported. The caller requested for a device manufacturer representative come check the pump. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received healthcare provider (hcp) via a device manufacturer representative indicated that a motor stall was confirmed via the personal therapy manager and that the patient was experiencing withdrawal symptoms. It was unknown if the motor stall occurred due to electromagnetic imaging or magnetic resonance imaging. It was reported that the hcp had scheduled a pump replacement surgery that would take place on (B)(6) or (B)(6) of (B)(6) 2018. No further complications have been reported as a result of this event.